Event description:
It was reported that during a lobectomy procedure, the device cut but stapled partially. In a part of the staple line, the staples were not closed. The surgeon completed the stapling by closing the staples one by one and using manual suture. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/12/2009. Info anticipated, but unavailable at this time.